Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000347004 history record review was completed. There was one (1)ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heat conductive part at the tip of the jaw came off. A spare vh-4000 was used. No delay. No health hazards to the patient.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section d-9, device available for eval? From "no" to "yes" corrected section h-3 device evaluated by mfg? From "no" to "yes" updated sections: b-4, g-3, g-6, h-2, h-6, h-10, h-11. The device was returned to the factory for evaluation on 08/12/2024. An investigation was conducted on 08/20/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-11, h-12. Corrected section unique identifier (UDI) # d-4: from (B)(4).